Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the event date should update to be 2023-nov-15. The device (sa845g) was used for skin tissue sewing in the way of interrupted suturing. The patient's wound was improved after interrupted suture removal, disinfection and dressing change. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a debridement and suturing under local anesthesia on the right knee on (B)(6) 2023 and suture was used. The patient had come to the hospital for surgery due to a sharp instrument cut on his right knee for 1 hour. During the surgery, the incision was debridement without obvious contamination, and sterile procedures were strictly performed before and during the surgery. On the 7th day after surgery, the patient came to the outpatient clinic to change the dressing and found that the incision was red and swollen, squeezing both sides of the wound, and there was a small amount of purulent secretion leaking out at the suture end. The patient had inflammation. Considering that the suture rejection reaction was present, the doctor interrupted the removal of the suture, continued to disinfect, change dressing, and bandage the wound. On the 11th day after surgery, the patient returned to the outpatient clinic to change dressing without redness, swelling, seepage, or pus. After continuous sterile dressing change, the surgical incision healed well for 3 days. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent the following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?--contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown.